Manufacturer narrative:
A second sample was collected from the same patient with sample ID (B)(6) and this sample had discrepant ft3 results. This new sample (ID (B)(6) ) was provided for investigation, where it was tested on the e801 analyzer (serial number (B)(6) ) on(B)(6) 2021, resulting in a ft3 value of 6.83 pg/ml. During investigations, it was also tested on the e411 (serial number(B)(6) ) on (B)(6) 2021, resulting in a ft3 value of 6.74 pg/ml. The sample was repeated on a siemens centaur analyzer, resulting in a value of 1.7 pg/ml. Ft3 reagent lot 476059, with an expiration date of 31-aug-2021 was used on e 801 analyzer serial number(B)(6) when testing sample ID (B)(6) . Ft3 reagent lot 507838, with an expiration date of 31-oct-2021 was used on e411 analyzer serial number (B)(6) when testing sample ID (B)(6) . Sample ID (B)(6) had the following additional test data: tsh = 4.464 uiu/ml, ft4 = 1.91 ng/dl.

Manufacturer narrative:
Further investigations of sample ID 210324-123 could not confirm the presence of an interfering factor against a component of the ft3 assay. For this sample, the investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received erroneous results for a total of 7 patient samples tested with elecsys ft3 iii, the elecsys ft4 iii assay, and the elecsys tsh assay on a cobas 8000 e 801 module. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay and refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay. The samples were initially tested at the customer site on (B)(6) 2019. The samples were repeated on a centaur analyzer. The samples were also provided for investigation, where they were tested on a cobas 6000 e 601 module on (B)(6) 2019, a second e 801 analyzer on (B)(6) 2019, and a cobas e 411 immunoassay analyzer on (B)(6) 2019. No adverse events were alleged to have occurred with the patient. The e 601 analyzer used for investigation is serial number (B)(4). Ft3 reagent lot number 341685, with an expiration date of 30-jun-2019 was used on this analyzer. The e 801 analyzer used for investigation is serial number (B)(4). Ft3 reagent lot number 348359, with an expiration date of 01-oct-2019 was used on this analyzer. The e 411 analyzer used for investigation is serial number (B)(4). Ft3 reagent lot number 341685, with an expiration date of 30-jun-2019 was used on this analyzer.

Manufacturer narrative:
A third sample was collected from the same patient with sample ID (B)(6) and this sample had discrepant results for elecsys ft3 iii (ft3 v1) and elecsys ft3 iii version 2 (ft3 v2) when tested on the e 801 analyzer used for investigation. It was asked, but it is not known if any incorrect results were reported outside of the laboratory for this sample. This medwatch applies to the elecsys ft3 iii assay (ft3 v1). Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the elecsys ft3 iii version 2 assay (ft3 v2). This new sample (sample ID: (B)(6) was provided for investigation, where it was tested on the e801 analyzer (serial number (B)(6)) on (B)(6)2021, resulting in a ft3 v1 value of 6.11 pg/ml (reference range = 2.2 - 4.3 pg/ml) and a ft3 v2 value of 6.42 pg/ml (reference range = 2.2 - 4.3 pg/ml). The sample was repeated on a siemens centaur analyzer, resulting in a ft3 value of 1.8 pg/ml (reference range = 2.2 - 4.1 pg/ml). Sample ID: (B)(6) resulted in a tsh value of 1.490 uiu/ml and a ft4 value of 2.16 ng/dl. Ft3 v1 reagent lot number 551720, with an expiration date of 20-sep-2022 was used for testing the sample on e 801 serial number (B)(6)

Manufacturer narrative:
Further investigations of sample ID: (B)(6) determined that the sample recovers a ft3 v1 result above the normal reference range. Both ft3 v1 and ft3 v2 generated similar values. It was determined the sample did not contain an interfering factor against the streptavidin component of the assays, nor does it contain an interfering factor against the idiotype of the monoclonal antibody used in the ft3 v1 assay. The differences of the ft3 values, generated with the different analyzers, cannot be explained with the available methods and the current state of the art. The investigation could not identify a product problem.

Manufacturer narrative:
Patient samples were returned for investigation. From the data provided, the samples showed ft3 values from the roche analyzer that were greater than the normal reference range of the assay. The siemens values were within the normal reference range of the assay. Sample (B)(6) had insufficient volume for further investigation. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. Three patient samples (B)(6) were investigated further. Samples (B)(6) were investigated further and interfering factors against the streptavidin component of the reagent were identified in both samples. The interference is documented in the product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The presence of an interfering factor was not identified in sample (B)(6). The investigation did not identify a product problem.